Manufacturer narrative:
The device intended for use was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection found no defects. The functional evaluation found that the device was noisy, vibrating and not alarming and could not; start-up correctly free from critical errors or generate and control negative pressure, could not generate alarms under the expected alarms conditions and showed signs of electrical overheating and the root cause identified as a defective vacuum pump and a defective main board. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that a renasys go device was not able to start up correctly, can't generate negative pressure, can't generate alarms and there was also overheating of the device. It is unknown how the procedure was finished. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly